Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned device was evaluated. During inspection, it was found that there was an open infrared in the emitter assembly. A "replace sensor" error message was displayed during testing.

Event description:
The customer reported multiple issues including cables which are no longer functioning, existing waveforms disappearing, waveforms which are unable to be obtained, non-functional sensors, and physical damage to cables. No consequences or impact to patient were reported.